Event description:
It was reported there was a hole in the pneumatic hose of the device. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Device investigation was performed and a hole in the pneumatic hose was confirmed.